Event description:
It was reported that the customer received a no delivery alarm on his insulin pump while attempting to deliver a bolus. The customer's blood glucose was 214 mg/dl. The alarm was resolved with a complete set change. Troubleshooting could not be performed as this was a past event, so it was not possible to determine the cause of the issue. Reservoir occlusion cannot be ruled out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.